Event description:
It was reported that the surgeon attempted to insert an aq2010v three piece silicone lens and the front haptic got caught while advancing in the cartridge. No pt contact.

Manufacturer narrative:
Results: visual inspection of the returned product showed that lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge.